Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had sensing issues. Specifically there was some oversensing of noise, with no pacing inhibition, and some undersensing. The ra lead and crt-d were subsequently removed and replaced. This patient was hospitalized and received intravenous antibiotics. No additional adverse patient effects were reported.